Event description:
It was reported that the patient had a total knee replacement on (B)(6) 2012 and it was unrelated to her device. The patient's device had not been turned off during surgery but the reporter was unsure if bipolar cautery had been used. Since the surgery, the patient's stimulation was not working and she was not feeling it. The reporter indicated that the patient had been up 4 times the previous night and was incontinent. The device was checked at the time it was being reported and it was noted that it was on, but was at 0v. Stimulation was turned up and the patient was reported to then be feeling stimulation. It was also noted that the patient was having difficulties using the patient programmer and would ask a nurse for assistance.

Manufacturer narrative:
Product ID 3889-28, lot # v164385, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).